Event description:
Hospital reported that the hepatic artery pump was being refilled with codman 3000 series refill kit. After pump was accessed and fluid was beginning to passively return from pump into empty syringe, fluid leaked from connection between syringe and stopcock, seems connector prong was missing from emptying syringe. Pump was able to be emptied and refilled but flow rate could not be calculated due to lost fluid.